Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient was diagnosed with a brca mutation, uterovaginal prolapse, cystourethrocele and underwent a total laparoscopic hysterectomy, bilat salpingo-oophorectomy, incidental appendectomy, uterosacral ligament colpopexy, burch urethropexy followed by cystoscopy. Per the implant operative report the patient was implanted with a bard/davol flat mesh device. Attorney alleges unspecified adverse patient outcomes associated with use of the bard/davol flat mesh device.